Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an infection in the urethra and scrotum. The physician indicated that the original device may have created a urethral injury contributing to the infection. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted at a later date.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and urethral injury could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of infection and urethral injury cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse events of infection and injury are known risk of the device. The cause of the infection and injury was not established by physician, although infection and injury are included in the labeling documentation as an adverse event of the surgical procedure of the implant. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an infection in the urethra and scrotum. The physician indicated that the original device may have created a urethral injury contributing to the infection. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted at a later date.